Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the otw xpert 4.0 x 30 mm, self expanding stent system (sess) was returned with blood in the guide wire lumen and on the stent implant, which is consistent with handling and being at least partially advanced over a guide wire. There was saline on the stent implant. The stent implant was stationary on the shaft and partially deployed 1.5 mm distal to the distal marker as reported. There was no damage noted to the stent implant. The outer sheath was retracted 2.5 mm proximal to the tip crown, suggesting that the outer member may have been inadvertently pulled back during preparation. There was no damage noted to the sess. The tuohy borst valve was returned in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. It may be possible that the premature deployment is related to handling during preparation. Analysis confirmed the reported premature deployment; however, a conclusive cause could not be determined. There was no associated nonconforming material records for the reported lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other similar incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during preparation of the xpert stent delivery system, the stent prematurely deployed. There was no patient involvement. A new same device was used successfully to perform the procedure. There was no significant clinical delay in the procedure. No additional information was provided.